Event description:
Procedure: nephrectomy. According to the reporter: the first endo ta stapler and load fired fine. The tech put a new reload into the staple handle and the stapler would not fire the reload. The surgeon could not squeeze the ring handle to deploy the staples. They had to open a new handle to complete the case. The surgeon controlled the bleeding while the nurse located a new stapler. There was add'l blood loss of 300cc reported and the case was delayed 45 minutes.

Manufacturer narrative:
(B) (4).